Event description:
It was reported that prior to using the device during set up of an unknown procedure, the device was broken inside of the package. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As body fluids were found in the instrument so no confirmation of the complaint could be made (the complaint was for the device being broken inside the sterile packaging). As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.